Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position and physical resistance could not be tested as it was based on operational circumstances. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU), states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the mid left anterior descending coronary artery. A 3.5x18mm xience sierra stent delivery system (sds) was advanced but failed to cross the lesion due to the patient anatomy. The sds was subsequently withdrawn from the patient anatomy without reported resistance. A non-abbott guide catheter was then inserted, and the sds was re-advanced with resistance with the guide catheter. When the balloon markers were placed in the target lesion, it was observed that the stent was not on the balloon. The stent had dislodged but remained on the sds, proximal to the balloon. The balloon was then minimally inflated to ensure the stent remained on sds, and the sds was then withdrawn from the patient anatomy. Another xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.